Event description:
On 09/09/1999, the facility's rn, radiology supervisor informed the manufacturer's (MFR) sales rep of the following: the catheter was inserted and then blood returned was checked. The red return was seen to have a small hole in the extension. No further details were provided.